Manufacturer narrative:
This report is being submitted as follow up no. 1 to correct the lot number that was initially reported. The lot number was inadvertently entered as 160263. The correct lot number is 160809.

Manufacturer narrative:
D4 - UDI no. - this product code is not required to be registered with FDA. H6 - results - 3252 is based on evaluation of user facility information & the returned sample; 213 is based upon evaluation of undamaged sections of the returned sample. H6 - conclusion - 77 is based upon evaluation of user facility information & the returned sample; 71 is based upon evaluation of undamaged sections of the returned sample. The actual device was returned to the manufacturer facility for evaluation. Visual inspection found that the urethane outer layer had been fractured off at the distal end of the device and the core wire was noted to be exposed approximately 2mm in length. Magnifying inspection of the segment adjacent to the fracture revealed that the urethane layer had become stretched. Electron microscopic inspection of the fracture end of the urethane outer layer found some creases generated on the surface. The outside diameter of the urethane covered segment, excluding the segment where the core wire was exposed, was measured along the total length and confirmed to meet manufacturing specification. The distal extremity of the core wire was compared with that of the current product sample under electron microscope, no fractured or missing portion of the core wire was confirmed. The total length of the urethane outer layer was compared with that of the current product sample. The actual device was found to be missing the urethane outer layer approximately 3 mm in length. Review of the device history record and the shipping inspection record of the involved product/lot# combination confirmed that there were no relevant findings. A search of the complaint record did not find any other report with the involved product/lot# combination. There is no evidence that this event was related to a device defect or malfunction. Although the exact cause of the reported event cannot be definitively determined based on the investigation, it is likely that the distal extremity of the actual device became trapped in the side vent of the guiding catheter used in combination with the actual device. Attempts to release the trapped device with excessive pushing and pulling forces generating stress on the shaft and the shaft became flexed causing the urethane outer layer to become ripped, resulting in the exposure of the core wire. The device labeling does address the potential for such an event in the instructions-for- use (IFU) with statements such as the following: "manipulate the glidewire slowly and carefully in the vessel while confirming the behavior and location of the wire's tip under fluoroscopy. Excessive manipulation of the glidewire without fluoroscopic confirmation may result in vessel perforation. If any resistance is felt or if the tip's behavior and/or location seems improper, stop manipulating the glidewire and/or the catheter and determine the cause by fluoroscopy. Failure to exercise proper caution may result in bending, kinking, separation of the guide wire's tip, damage to the catheter, or damage to the vessel." Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834. Exemption number e2015022. All available information has been placed on file in quality assurance for appropriate tracking, trending and follow-up.

Event description:
The user facility reported device breakage during a procedure. Follow up communication with the user facility confirmed the following information: a puncturing approach from the femoral with the support by a 7fr. Guiding catheter was conducted; the actual device in combination with the 7fr. Guiding catheter was delivered to the aorta; the actual device seemed to have gotten into the side vent of the guiding catheter; the distal j-shape was elongated with a small portion at the distal extremity ripped off; according to the physician in charge, the location of the ripped portion of the device is unknown and could not be retrieved from the patient's body; and it was reported that the patient is doing well.